Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels, however, specific bg values were not provided. Additionally, the customer experienced intermittent instances of diabetic ketoacidosis. No additional information was provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.